Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Use of device with aneurysm neck angle greater than 60 degrees is considered off-label per instructions for use.

Event description:
Patient presented with aneurysm neck angulation greater than 60 degrees (off label). Patient implant on (B)(6) 2010 of a 28-16-140bl bifurcated device and a 20 mm limb extension. A (B)(6) 2011 follow up revealed a proximal type I endoleak and a portion of the bifurcated device had partially collapsed mid-graft. On (B)(6) 2011, the patient was treated with a 28 mm aortic extension which corrected the endoleak, and an aortic stent which corrected the collapse.